Event description:
Device 2 of 3. Reference MFR. Report# 3006705815-2019-00826. Device 3 of 3. Reference MFR. Report# 3006705815-2019-00827. It was reported that it was determined the patient is not allergic to the scs system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3 reference MFR. Report# 3006705815-2019-00826. Device 3 of 3 reference MFR. Report# 3006705815-2019-00827. It was reported the patient experienced an itching sensation. The physician advised the patient to take benadryl and turn stimulation off. The patient was referred to an allergist for further evaluation.